Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. The caller stated that the insulin pump did not begin to work without a battery change. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the display was still frozen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Unit had normal operating currents and no off no power or unexpected battery out limit alarms noted.